Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source had a badly worn connector on the front and exhibited disappearance or heavy interference with video. The issue occurred during a unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: bottom chassis corroded and deformed; front panel chassis corroded; top cover corroded; lamp door corroded; multiple scratches and chips on front panel mouth; has a badly worn connector on the front¿ due to socket latch mechanism not protecting pins; worn-out air joint cause air leak; the device had a non-olympus lamp; and there were debris inside socket air tubing. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had ay worn connector on the front, and the symptoms are disappearance or heavy interference with video. The issue occurred during the procedure. There were no reports of patient harm.